Event description:
The pt reportedly experienced an infection of the wound with draining at the implant site post revision surgery. The pt was put on an extended course of augmentin. The pt is also reportedly experiencing imbalance and taste alterations since the surgery. Advanced bionics is in the process of gathering more information. Once more info becomes available a supplemental report will be submitted.